Event description:
Report rec'd with returned product stating that a rotor stall was suspected. The physician had performed a dye study last week, and the pump was filled with saline. The report also stated that the patient had experienced a loss of therapeutic effect. The device is presently in analysis at the manufacturer's facility, and another device has been implanted in the patient.